Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports the catheter cracked during dialysis treatment. Catheter was removed and replaced.